Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (audio bolus button tactile change/unresponsive) issue. The reporter alleged the audio bolus button was under responsive. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.

Manufacturer narrative:
Date of submission 23-feb-2018 the device has been returned and evaluated by product analysis on 16-feb-2018 with the following findings: during investigation, the audio bolus button was responsive to user input with no physical damage. The audio bolus button cover was removed to find no defects. The unresponsive audio bolus button allegation was unable to be duplicated during the investigation. Unrelated to the original complaint, the battery compartment was cracked from the case seal to the grip pad.